Event description:
It was reported prior to using bd vacutainer® urine transfer straw, 2 devices were found to have separated with needle exposed. There were no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 30-jan-2026 investigation summary bd received 928 samples for investigation. The samples indicate that the components of the transfer device have become separated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: separates. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® urine transfer straw, 2 devices were found to have separated with needle exposed. There were no health impact or consequences reported.